Event description:
On an unknown date a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025, it was reported that the patient had been experiencing abdominal and back pain for more that a week. A computed tomography (CT) scan and an endoscopy revealed gastric erosion that required the removal of the patient's peg-j tube and discontinuation of duopa therapy.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastric erosion is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of gastric erosion. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.